Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. The sensor was returned for further investigation, and upon receipt, a visual inspection showed no anomalies on the sensor. The sensor functional performance testing also did not show any indication of malfunction. The failure mode could not be reproduced during the returned product analysis testing, and this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the in vivo raw data revealed instability in the signal and reference channels from (B)(6) 2025 onwards which most likely contributed to the inaccuracies observed by the user. As part of resolution, a sensor replacement was offered to the user. B4.date of this report (B)(6) 2025. D4.additional device information updated. G3.date received by the manufacturer? 25 april 2025. H3. Device evaluated by manufacturer?yes. H4. Device manufacturer date updated to 15 october 2024. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 29, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.